Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an esophagus procedure, the contour device was used on the oesophagus and the staples did not form correctly. The tissue was transected but not stapled securely. The tissue therefore split open immediately due to lack of properly formed staples. The problem was rectified using sutures and the procedure continued. There are no adverse patient outcomes reported at this time.